Event description:
It was reported that the catheter was inserted on august 25, 2005 via subclavian vein. In 2005, doctor noticed extension line was separated from junction.

Manufacturer narrative:
Returned ext line was separated from juncture hub. Juncture hub was cut open and evaluated. Ext line tubing was sufficiently inserted into mold cavity & juncture hub was molded per specification. Ext line is narrowed and extended approx. 1.5cm. Excessive force was most likely applied to ext line causing the separation. Without lot #, DHR could not be reviewed.